Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient is status post right total hip (B)(6) 2006. She came in for follow up complaining of mild hip pain. She was worked up and had elevated cocr levels. She was scheduled for a head and liner exchange. She was taken to the operating room. All components were well fixed. Soft tissues were in tact. Several taps of the mallet were required to remove the femoral head. The liner was removed. A new mdm liner was put in. The trunnion was in good condition and a v40 to ctaper sleeve was implanted a new ctaper 28mm ceramic head was implanted with the mdm. The retained components were in good condition. There was some metal debris noted inside the femoral head.